Manufacturer narrative:
(B)(4). The field service specialist (fss) visited site to inspect the unit. Fss found joystick damaged spinning not catching and housing was cracked. Fss replaced joystick assembly, calibrated and aligned the new joystick. Fss aligned optical system including laser cameras, adjusted integrator assembly for proper flat setting, calibrated patient energy detector and cleaned mirror due to balanced salt solution (bss) on mirror. Fss verified that the system is operating properly. The unit was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported uncontrolled chair movement while laser firing with the excimer laser on the last three cases of the day. The right and left buttons for eye selections on the patient chair did not work and the chair had uncontrolled chair movement while laser was firing. A description from the account indicated the joystick was damaged, therefore, causing the buttons on the chair to be disabled. The doctor was able to move the chair with the joystick by holding onto the joystick in place or range while laser was firing. It was reported that the laser never stopped firing while the surgeon held onto the joystick. Two of the three cases were completed. The procedure that was not completed was due to the joystick stopped moving all together and he was not able to complete the surgery and the procedure was rescheduled. This report pertains to the first case. A separate report will be submitted for the second case which was completed on the same day. The third aborted case will be captured in a separate MDR report.